Event description:
Account intermittently obtained zero results for alkaline phosphotase, bun and cholesterol. The field service rep repaired the analyzer by replacing a faulty valve in the clean system.